Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been hospitalized due to a fluid overfill. The patient has been having ongoing issues once cycler reaches the drain 3 cycler just stops draining. A doctor assessed the patient at the hospital as well performed treatment on the hospital cycler and it performed just fine. The doctor requested a replacement cycler. Attempts to obtain additional information were unsuccessful. However, the patient did contact technical support on 31/may/2025 to report an issue with a drain which occurred on (B)(6) 2025. During the call, technical support advised the patient to properly use the daytime exchange screen and the correct fluid volumes from his manual exchanges. Additionally, the patient was advised to enter 0 if he was empty. The patient reported that he was currently completing hemodialysis (hd) and that he was unsure of when he would start pd treatments again, but that the pdrn advised the patient to go to the clinic the following week so they could train the patient again. No further information was documented pertaining to the issue.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of hospitalization due to fluid overfill. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler. No information was obtained confirming the patient¿s diagnosis or the cause of the reported overfill. Information from a subsequent call to technical support documented that the patient was completing hd therapy and that the pdrn had advised the patient to come into the pd clinic to be trained again. Additionally, there were comments from technical support which suggests that the patient was not entering information correctly into the cycler at the start of his pd treatments which could account for his reported drain issues in drain 3. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been hospitalized due to a fluid overfill. The patient has been having ongoing issues once cycler reaches the drain 3 cycler just stops draining. A doctor assessed the patient at the hospital as well performed treatment on the hospital cycler and it performed just fine. The doctor requested a replacement cycler. Attempts to obtain additional information were unsuccessful. However, the patient did contact technical support on (B)(6) 2025 to report an issue with a drain which occurred on (B)(6) 2025. During the call, technical support advised the patient to properly use the daytime exchange screen and the correct fluid volumes from his manual exchanges. Additionally, the patient was advised to enter 0 if he was empty. The patient reported that he was currently completing hemodialysis (hd) and that he was unsure of when he would start pd treatments again, but that the pdrn advised the patient to go to the clinic the following week so they could train the patient again. No further information was documented pertaining to the issue.